Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged experiencing side pains while using the machine and also alleged having liver damage. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging experiencing side pains while using the machine and also alleged having liver damage related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This event is assessed as the liver damage and experiencing side pains is assessed as serious injury but not related to the device and the reported has cough frequently while using the device is assessed as non-serious injury. Hence, the device did not cause or contribute to the alleged serious injury. However, use of the recalled device could possibly cause or contribute to the reported non-serious symptom. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.